Event description:
A failure code 500 was found in the event history of the device during routine service. The facility's biomed had no reports of any patient injury or medical intervention as a result of this failure. Despite baxter's efforts to obtain additional information, no further information was available at this time regarding whether or not the device was in use on a patient when the failure occurred. No additonal contact information was provided.